Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient's lead in a follow up at the hospital exhibited loss of capture (loc) and diaphragm stimulation. It was then surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.